Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "needles not being bored out and unable to expel the vaccines through them." What is the patient outcome? Are there any adverse events/serious injuries? There was an incident when the patient had to be stuck twice since the employee did not realize it wasn¿t bored out prior to injection. Was there a delay of, or change in, the course of treatment due to the event? No what type of procedure is being performed? Vaccinations. What was the medication/fluid in use at the time of the event? Multiple different vaccinations.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. It was reported the needle would not expel the vaccine. To aid in the investigation, five samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Four samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 306616, lot 2202914. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2202914 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.